Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in lumen and the balloon. Microscopic and tactile inspection revealed distal shaft damage (rippled) for 7.3cm, proximal to the proximal weld. Microscopic inspection also revealed a hole/perforation in the distal shaft 8.5cm from the tip of the device. Microscopic inspection found no irregularities or defects to the balloon and markerbands. The balloon was loosely folded and deflated. Microscopic inspection found no irregularities or defects of the proximal bond. Functional testing could not be completed due to the condition of the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a 4.5 fr non-bsc introducer sheath was placed, a 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilation. The balloon was inflated twice. However, during deflation of the device, it was noted that the balloon became unable to be deflated after the second inflation and the device could not be removed from the patient's body. It was also noted that the shaft of the device was kinked. The balloon catheter was retracted into the sheath in a non deflated state and was then removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a 4.5 fr non-bsc introducer sheath was placed, a 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilation. The balloon was inflated twice. However, during deflation of the device, it was noted that the balloon became unable to be deflated after the second inflation and the device could not be removed from the patient's body. It was also noted that the shaft of the device was kinked. The balloon catheter was retracted into the sheath in a non deflated state and was then removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.